Manufacturer narrative:
It is reported that the screwdriver bit broke when it was used to insert a locking screw with a power tool. It is also reported that the locking screw was fully seated on the plate when the screw driver bit broke. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by using a power tool to apply final torque on the locking screw. The operative technique guide explicitly states that ¿final tightening of locking screws should always be performed manually using the torque limiting attachment (ref 702750) together with the solid screwdriver with t15 (ref 702753) and t-handle (ref 702427)¿ and ¿if inserting locking screws under power, make sure to use a low speed drill setting to avoid damage to the screw/plate interface and potential thermal necrosis. Perform final tightening by hand.¿ if any further information is provided, the complaint report will be updated.

Event description:
It was reported that during axsos ph surgery, the tip of the screw driver broke when it was used to insert the screw with power tool. There is no fragment in the patient. Procedure was completed successfully with no surgical delay or adverse consequences reported.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that during axsos ph surgery, the tip of the screw driver broke when it was used to insert the screw with power tool. There is no fragment in the patient. Procedure was completed successfully with no surgical delay or adverse consequences reported.